Event description:
On (B)(6) 2010, patient reported the down button on the infusion device started to work intermittently 2 weeks ago. Down button then stopped responding entirely 2 days ago. All other buttons on infusion device operate as intended. Infusion device has not been dropped or exposed to water or insulin ingress. Patient boluses 4-5 times per day and has used this infusion device since (B)(6) 2008. Down button pops up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.